Event description:
Tka procedure using stratafix #2 pdo to close the capsule and monoderm to close the skin. On (B)(6) 2013, the patient sat down and the incision line opened up completely. The patient was taken back to the operating room for reclosure of the capsule. The surgeon was a new product user. The surgeon states that it appears as though as the barbs did not engage the tissue. The capsule was reclosed with pds and vicryl suture. The patient has recovered well. Ref (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method - the actual device will not be returned. Results/ conclusions: the actual device will not be returned. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met angiotech requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. Customer will return two (2) unopened pieces from the same finished good lot reported for evaluation purposes. A follow up report will be submitted once the evaluation is completed. Reference: (B)(4), item # sxpd2b405 stratafix spiral pga-pcl knotless. Tissue control device 2ctx #2 pdo 36 x 36, lot me02370.